Event description:
Reporter stated that pt obtained back-to-back glucose results of 21.1 mmol/l and 3.9 mmol/l on the advantage system. No adverse event associated with the alleged malfunction was reported. The suspect product was not returned to the manufacturer for eval.

Manufacturer narrative:
The event occurred in a foreign country.